Event description:
Bd needle with white material on end of need at syringe attachment sit. Manufacturer response for needle, 18g blunt fill needle (per site reporter). Emailed manufacturer- no response at time of submission.